Event description:
It was reported that during the implant procedure, the distal pin of the lead was noted to be curved. Lead was tested and all measurements were normal. Physician decided to use the lead. Lead was tested again post-procedure and all the electrical measurements were normal. There were no adverse consequences to the patient.